Manufacturer narrative:
Analysis for fiber 0010-2400-539b-1772: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 34,068 joules, 5:26 minutes while using the surgical fiber during a prostate procedure, the fiber output was observed to flash and exhibit diminished tissue vaporization efficiency. The fiber was replaced and the case completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.